Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral incisional hernia repair on (B)(6) 2009, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2003: (B)(6) healthcare. (B)(6) , md; (B)(6) , md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Operation performed: open repair of ventral incisional hernia. Description of procedure: ¿an incision was made through the patient's prior operative scar. The soft tissues were dissected down to the where the hernia sac was located. This was freed up with gentle blunt dissection and bovie electrocautery and sharp dissection with the metzenbaum scissors freeing up the hernia sac from the surrounding soft tissues. Once we had opened the hernia sac and cleaned this up, the fascial edges were reduced within the peritoneal cavity. We took a gore-tex dual mesh, cut this to fit the hernia defect, and then sutured this to the fascial edges using interrupted sutures of 0 prolene. This completely repaired the hernia defect. We then placed a jp drain and brought this out through a stab incision inferolateral to the initial skin incision, closed the soft tissues over this with interrupted sutures of 2-0 vicryl, and then closed the skin with staples. Patient tolerated the procedure well. There were no complications. Dr. (B)(6) was present during the entirety of the case.¿ on (B)(6) 2003: (B)(6) healthcare. Implant sticker. Dualmesh biomaterial. Lot: 02053172. Item: 1dlmc03. The records confirm a gore® dualmesh® biomaterial (1dlmc03/02053172) was implanted during the procedure. ??/??/??: [missing records: records from dr. (B)(6) ¿seen and evaluated preoperatively¿ were not provided. On (B)(6) 2009: (B)(6) healthcare. (B)(6) , md, (B)(6) , md. Operative report. Assistant: (B)(6) , md, resident; (B)(6) , md, resident. Preoperative diagnosis: massive recurrent ventral incisional hernia. Postoperative diagnosis: massive recurrent ventral incisional hernia. Operation performed: repair of massive recurrent ventral incisional hernia with 20 x 30 cm dualmesh. Indications: the patient is a pleasant 53-year-old female who was seen and evaluated preoperatively regarding her recurrent ventral incisional hernia. The patient also had severe bilateral lower extremity claudication and an occluded limb of her aortobi-iliac bypass graft. The patient was undergoing vascular surgery to address her vascular occlusive disease and requested that her ventral incisional hernia be re-repaired at the same time. Risks, benefits and alternatives of this were reviewed with the patient preoperatively. She voiced her understanding and acceptance and wished to proceed. Description of procedure: ¿the patient was brought to the operating suite, placed under general anesthesia and the initial portion of the procedure was performed by dr. (B)(6) , please see his notes for details of the initial aspect of the operation. Upon completion of the vascular portion of this patient¿s operation, dr. (B)(6) was contacted and presented to repair her recurrent ventral incisional hernia. The patient¿s abdomen had previously been opened so the fascia was identified and cleared and area over the fascia was cleared laterally to permit approximately 3 to 4 cm of overlap. A 20 x 30 cm piece of dualmesh was then obtained and placed in an underlay fashion. This was sutured circumferentially through the fascia using 0 prolene sutures. After the mesh had been secured in place, the area was reinspected and hernia defect appeared to be well addressed with no additional hernias or defects appreciated. The 2 drains were placed over the top of the fascia in the subcutaneous tissue and brought out to the right and left lower quadrants of the abdomen. The subcutaneous tissue was then reapproximated using 2-0 vicryl suture and the skin was closed using 4-0 vicryl suture in a running subcuticular stitch. The patient tolerated the procedure well. There were no apparent complications. At the end of the case all sponge, needle and instrument counts were correct. Dr. (B)(6) bays was preset throughout the entire procedure.¿ on (B)(6) 2009: (B)(6) healthcare. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 05941285. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc07/05941285) was implanted during the procedure. On (B)(6) 2009: [missing records: records from the office visit for nonhealing wound were not provided.] On (B)(6) 2009: (B)(6) healthcare. (B)(6) , md, resident; (B)(6) , md. Operative report. Assistant: (B)(6) , md, resident. Preoperative diagnosis: infected mesh from ventral abdominal hernia. Postoperative diagnosis: infected mesh from ventral abdominal hernia. Operations performed: 1) excision of infected mesh. 2) repair of ventral incisional hernia with alloderm #3 component. Anesthesia: general. Indications: the patient is a 53-year-old female who underwent recurrent ventral incisional hernia repair on (B)(6) 2009. The patient did well postoperatively but did have some drainage from her wound. The patient eventually presented to the office approximately 3 weeks ago with a nonhealing wound in the middle of her incision. The patient was seen and evaluated at that time and found to have infected gore-tex mesh. Risks, benefits, and alternatives of operative intervention were reviewed with the patient in detail. She verbalized understanding and acceptance and wished to proceed with the procedure. The procedure was then scheduled and the patient presented today to have the procedure performed. Description of procedure: ¿the patient was brought to the operating suite and placed in a supine position. General anesthesia was induced with continuous cardiopulmonary monitoring. After the wound was prepped and draped in the usual sterile fashion, her midline incision was opened with electrocautery along the prior incision route superiorly and inferiorly. Her gore-tex mesh was then separated from the fascia laterally. After cutting 2 sutures, there was return of approximately 1200 ml of purulent material which was present underneath the mesh. The mesh was then separated circumferentially by cutting the sutures which were all intact. The mesh was fully freed and handed off the table as a specimen. After fluid had all been suctioned free, it was evident that the patient had developed a peel which had protected the underlying bowel and isolated the infection above the field but below the mesh. This peel was gently dissected away from the lateral edges and then circumferentially separated from the fascia. The underlying bowel did have moderate adhesions which were taken down with a combination of blunt and sharp dissection. The bowel was run from ligament of treitz to the ileocecal valve and all adhesions were freed during the process. The lateral adhesions were also freed ensuring adequate fascia to perform the repair. At this point, flaps were developed laterally to approximately the anterior axillary line on both sides, superiorly to the xiphoid, and inferiorly to the pubis. The external oblique fascia was then incised just lateral to the rectus sheath on both sides up to the costal margin and inferiorly to the iliac crest creating a component separation. The fascia was then reapproximated midline with no tension. The area was then inspected and measured and it was determined that a 20 x 16 piece of alloderm as well as a 16 x 6 piece of alloderm would be able to be used to adequately cover the hernia defect. The alloderm mesh was then sutured circumferentially using 0 prolene sutures and grasping the lateral edge of the external oblique fascia through all layers of fascia and muscle and grasping the alloderm in an underlay position. After this had been secured, a second piece of alloderm, the 16 x 6 piece of alloderm was placed inferiorly to complete the ventral hernia repair. The two pieces of alloderm were then sutured together using 4 separate running stitches of 0 prolene. After the area was re-inspected, the defect and hernia repair was completed with no other abnormality appreciated. The fascia was then closed over the top of the alloderm mesh using a #1 looped pds suture in a running fashion. The area was re-inspected and irrigated with approximately 2 liters of normal saline and all irrigant suctioned free. There was good hemostasis and no other abnormalities appreciated. Two #7 jackson-pratt drains were then placed laterally over the fascia. The skin was reapproximated at midline with staples. The patient tolerated the procedure well and there were no apparent complications at the end of the case. All sponge, lap, and instrument counts were correct. Dr. (B)(6) was present throughout the entire procedure.¿ on (B)(6) 2009: (B)(6) healthcare. Implant information. Alloderm regenerative tissue matrix; lifecell corporation; 16 x 20 and 6 x 16. On (B)(6) 2009: (B)(6) healthcare. (B)(6) , md. Pathology report. Case #: (B)(4). Tissue source/description: infected mesh abdomen. Interpretation: soft tissue of abdomen, excision: necrosis with acute and chronic inflammation and fibrosis. Clinical history of infected mesh, synthetic mesh identified grossly. Gross examination: specimen received in fixative labeled ¿infected mesh, abdomen¿ and consists of multiple pieces of synthetic mesh material measuring in aggregate 20.5 x 14.5 x 0.5 cm. There are a few pieces of soft tissue which appear necrotic and measure in aggregate 7.0 x 4.5 x 1.8 cm. The soft tissue is sectioned with representative sections submitted in one cassette. Mesh is gross only. Microscopic examination: sections show fibrovascular tissue with acute and chronic inflammation and fibrosis with necrosis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2020: (B)(6) health. Certificate of death. Death at age 64 years. Place of death: covenant healthcare immediate cause: septic shock with multi organ failure due to or as a consequence of novel corona virus pneumonia, disseminated intravascular coagulation and acute hypoxemia respiratory failure. Other significant conditions: end stage renal disease, acute toxic metabolic encephalopathy, copd. Manner of death: natural. Autopsy: no. Did tobacco use contribute to death probably. Case referred to coroner or medical examiner: no. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.